Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. Customer stated that insert battery alarm did not display when battery was removed. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer also stated the pump screen showed medtronic on screen and could hear the pump beeping and there was no red light on pump and after several minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.